Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that the right ventricular lead was dislodged. Lead dislodgement resulted in high thresholds and intermittent loss of sensing. The lead was explanted and replaced.